Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an altitude alarm while wearing the pump in a pocket and was not able to clear it. The customer's blood glucose (bg) level was 128 mg/dl. Reportedly, the customer cleared the alarm after a few hours.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was confirmed in the logs; however, no device issue identified. A different issue was identified.